Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked, inside the patient.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a left ureteroscope ureteral stent insertion procedure in the left ureter performed on (B)(6) 2023. During the procedure, it was noted that one end of the stent was not smooth. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was kinked.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a left ureteroscope ureteral stent insertion procedure in the left ureter performed on (B)(6) 2023. During the procedure, it was noted that one end of the stent was not smooth. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was kinked.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked, inside the patient. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual and media evaluation noted that the bladder coil and the shaft was buckled, and the suture hole was torn. Additionally, the suture and positioner did not return. During functional inspection, a mandrel of 0.036 was loaded into the device and no resistance was felt. No other problems with the device were noted. The reported event was confirmed, however, stent kinked was not confirmed since the problem was not detected. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that these problems are related and could be caused by operational factors, such as interaction of the device between the positioner and the guide wire. It's possible to conclude that due to the buckled found in the device coil, this could have been generated because the physician could have difficulties placing the device in the target, leading the physician to use an excess of force leading the device to be buckled. For the reported problem of stent kinked, it is not confirmed due to a kink was not detected during the analysis. For this reason, the as analyze code will be no problem detected. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.